Manufacturer narrative:
A sample from the patient was submitted for further investigation. When tested with retention material on a cobas e601 analyzer, the customer's results were reproduced.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable antibody to (B)(6) result for one patient. The results from the cobas e601 were (B)(6), which were considered (B)(6). The sample was sent to another lab and tested on an architect analyzer and the result was (B)(6), which was considered to be (B)(6). The sample was also tested on a siemens analyzer and the result was (B)(6). No specific data was provided. The (B)(6) result was reported outside the laboratory. The patient was not adversely affected. The (B)(4) reagent lot number was 175632. The expiration date was requested, but was not provided.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. A general reagent issue could not be identified. Based on the result from the architect analyzer which was not a clear negative result (absence of antibodies), it is most likely that (B)(6) is present in the sample. Possible causes for the difference in the results between the different methodologies were variability of the (B)(6) and the heterogeneity of (B)(6) antibodies in the serum.